Event description:
The customer reported that the system was not producing live images. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated the high voltage wiring harness. The system operates as intended.